Event description:
A customer reported an event of unexpected hemolysis during a treatment procedure. The issue started on (B)(6) 2012, but was not reported to therakos until (B)(6) 2012. All fluids returned to pt. The pt was well at all times during treatment and following treatment. This was 4th ecp treatment of this pt. Catheter access. Treatment lasted over 3 hours in single needle mode. The nurse believed that the issue was related to pt catheter (small lumen). There were no reports of hemolysis observed during previous treatments with this pt. Treatment started in single needle mode due to very bad access, catheter was partially blocked. Collect and return rate was 15 ml/minutes and the return bag threshold was 100 ml. Total blood target was 1000 ml at the beginning of ecp, increased at 1200 after 1.5 hours because the flow and interface were good. At 857 ml was reduced to 1000 ml because the pt was feeling uncomfortable and because of a suspect of hemolysis (plasma looked a little darker coming out of centrifuge). At the beginning of separation bos was at 170 with very low interface, plasma looked lipemic and not clear. No change in bos was required, no red cell pump code produced. The interface went up alone at around 500 ml of whole blood. The interface was visually good, bos at 150 at the end of separation. The buffy coat volume exceeded limit once but soon after the reset it was pushed into the treatment bag (with relatively quick 25% htc). Buffy coat volume not recorded, uvadex administrated 4.5 ml, photoactivation time 22 minutes. A number of return pressure codes were solved changing limit (physician decision) and with reset. Rate of fluid returned to the pt was set at an average of 15 to 20 ml/minutes. Total whole blood treated 1130 ml. Total treatment time 3 hours and 9 minutes. Buffy coat and return line blood samples were taken. On the (B)(6) 2012, the nurses informed that the samples showed slight signs of hemolysis. No treatment was required, no unplanned transfusion requested. The pt was feeling well. The catheter was totally blocked and the treatment cancelled. The catheter will be placed to allow ecp. Site confirmed that the hemolysis started after approx one hour from the beginning of the treatment and that the pt has a broviac catheter that is not one of the therakos recommended catheter and, moreover, the catheter access was reduced (small lumen).

Manufacturer narrative:
Batch record review on kit lot a104 showed that the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).